Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the cause of the peritonitis event was unknown. The same day as event onset the patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated with vancomycin injection (1gm every 5th day) and ceftazidime injection (1gm) for peritonitis. Seven days after hospital admission, the patient was discharged. Twenty-three days after event onset, the patient was recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.